Manufacturer narrative:
(B)(4). Actual occurrence date is unknown but was reported to be a couple of weeks prior to the aware date. The manufactured range was between 10/24/2013 and 10/31/2013. A review of all batch record documents was conducted for lot number gd895771 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as in (B)(4).

Event description:
It was reported that the iodine of the minicap appeared to be dried up. The homepatient stated the sponge was yellow and did not appear red-orange as they were used to seeing. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 3 of 6.

Manufacturer narrative:
(B)(4). A sample was not received for evaluation. Therefore, the cause of the reported issue can not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed and the presence of iodine was noted. It was noted that the pouch integrity was compromised due to a strip of red splicing tape on the inside of the pouch. The presence of tape would allow air to end the pouch resulting in the drying of the sponge. Should additional relevant information become available, a supplemental report will be submitted.